Event description:
It was reported during the out of body test, saline was seen leaking from a crack on the saline port of the recanalization catheter. The catheter was not used on the pt. Another catheter was used to perform the procedure.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. There have been two complaints reported to date for corporate lot number gfxk0320, for this issue. The device was returned. The investigation is confirmed for a break, as a complete circumferential break was observed at the proximal end of the y-connector. The definitive root cause could not be determined based upon the available info. It is unk if the manner in which the device was removed from the packaging hoop contributed to the reported failure. Per the IFU, the catheter is removed from the packaging hoop by backing the rigid portion of the catheter out of the end of the hoop and then carefully unsnapping the catheter from the hoop with a gentile twisting motion. The current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and prod should be inspected for signs of damage. Never use damaged prod or prod from a damage package.